Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The neurologist suggested an MRI and the user wanted her right implant to be removed. The user was explanted and the magnet of the left ear was removed, placing a non magnetic spacer, in order for the user to have an MRI of the brain and petrous bones done. It is planned to exchange the non-magnetic spacer of the left implant with a new s-vector magnet the next day.

Event description:
Three years after implantation there was a trauma to the head. From that moment she had vertigo and unsteadiness and stopped hearing from the right ear. At the revision on (B)(6) 2024, a leak of perilymph was found which was sealed with tissue and glue. After the revision she didn't stay in the hospital for healing of the seal. She left immediately the next day and the balance disorder continued. She didnt follow instructions for labyrinth rehabilitation. The neurologist suggested an MRI and the user wanted her concerned implant to be removed. The device was explanted. At explantation the electrode was found around the modiolus. Additional information stated that the vertigo was also present when the implant was not being used and also after the device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This is as expected as the device was explanted due to clinical reasons, namely to perform an MRI to investigate vertigo and lack of hearing that began after a trauma 3 years after implantation. A perilymphatic fistula repair was conducted a few days after the trauma without symptom improvement. The vertigo was present with and without audio processor use and was present even after explantation. The etiology of the reported change in hearing is not clear. The recipient has a difficult anatomy, but the electrode was reported to be in place at explantation surgery, and no available information points towards the device being the reason for the reported symptoms. This is a final report.